Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm of an unk size. The aortic neck was 2.5 cm long with 45 degree angulation. The right iliac artery was stenotic, and both iliac arteries measured 10-11 mm in diameter with the lumens measuring 7mm. There was a previously-implanted stent in the left renal artery. It was reported that after the endurant stent graft was deployed, the bottom of the spindle was catching on one of the suprarenal stents and was pulling the crown inwards, when trying to remove the nose cone. Attempts of torquing the delivery system and inserting a reliant balloon to remove the delivery system were unsuccessful. Finally, withdrawing the amplatz wire until its floppy tip portion was just extending out of the nose cone was successful in being able to remove the delivery system; the partial withdrawal of the wire helped facilitate the delivery system's removal, as the stiff portion of the wire was no longer pushing the device against the aorta. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results and conclusions - stiff portion of the wire was pushing the device against the aorta.